Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 60mm aaa. It was reported that during a follow-up, bilateral type ib endoleaks were noted. An iliac limb was placed within (B)(6) to correct the type ib endoleak on the left side, while no intervention was performed on the right side. The type ib of the left iliac was treated and resolved. Disease progression of the common iliac arteries bilaterally was noted as the cause no patient complications have been reported as a result of this event.